Event description:
It was reported that this patient was hospitalized after experiencing a ventricular fibrillation (vf) event. It was noted that the episode lasted for four to give minutes. Upon device interrogation it was noted that time to therapy was fifty seconds. It was noted that the vf episode was fine resulting in prolonged time to therapy. After therapy was delivery was continuous oversensing causing back up pacing function not to operate and thus ventricular arrest. The device was thus reprogrammed with the time to therapy zone set to greater than 190 beats per minute. No additional adverse patient effects were reported.